Manufacturer narrative:
The sensor (B)(4) has been returned and investigated. Visual inspection was performed on the returned sensor; no issue was observed. The sensor plug was returned and was fully seated. Data was extracted using an approved software, the sensor was found to be in sensor state 1 (storage state, indicating the sensor had not been initiated). Sensor state 1 is indicative of an insertion failure. In addition, various other insertion failure event codes were logged by the sensor. Removed plug and inspected plug assembly, an insertion failure was observed. , this issue is not confirmed to sensor a tail not properly inserted. No malfunction or product deficiency was identified.

Event description:
Customer reported receiving a continuous "60 min" sensor error message on the same day he applied the adc freestyle libre sensor and he was unable to check his blood glucose level. Customer further reported that on (B)(6)2019, he experienced symptoms described as ¿bad breathing", sweating, unresponsiveness, and a loss of consciousness. The customer was treated with ¿orange juice and oral jam¿ by a non-hcp individual. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a continuous "60 min" sensor error message on the same day he applied the adc freestyle libre sensor and he was unable to check his blood glucose level. Customer further reported that on (B)(6) 2019, he experienced symptoms described as ¿bad breathing", sweating, unresponsiveness, and a loss of consciousness. The customer was treated with ¿orange juice and oral jam¿ by a non-hcp individual. No further treatment was reported. There was no report of death or permanent impairment associated with this event.